Event description:
Subject nail was implanted on 12/99. Pt subsequently went to non-union and nail fractured. Broken nail was removed on 12/00.

Event description:
A humeral nail, implanted in 1999, broke post-operative and was removed in 2000.